Event description:
Consumer stated receiving erratic readings with their plink meter. Analysis run on clark error grid using competitive reading (130) as ref. Point vs. Bd reading (505) yielded data points in the c range of the grid, outside acceptable limits.